Event description:
Per the clinic, the patient experienced skin infection at the abutment site (specific date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on august 25, 2023.